Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer¿s fill estimate was inaccurate. There was impact on the customer¿s blood glucose levels. Tandem technical support educated the customer on fill estimate.